Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: additional products: battery (B)(6) d9: yes, return date: 03-feb-2023 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 battery (B)(6) d9: yes, return date: 03-feb-2023 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 battery (B)(6) d9: yes, return date: 03-feb-2023 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 battery charger (B)(6) d9: yes, return date: 03-feb-2023 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. The revised product event summary was mistakenly omitted from the previous report. The revised product event summary is included below: revised product event summary: four (4) batteries (B)(6) and one (1) battery charger (bch001084) were returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of bch001084 revealed that the battery charger passed visual inspection and functional testing. The battery charger was able to charge on all charger bays as expected. The reported event involving the battery charger could not be confirmed. Failure analysis of the returned batteries revealed that the devices passed visual inspection. (B)(6) were received completely depleted, however, the batteries were able to adequately charge and provide power to a test controller. In addition, (B)(6) was able to adequately charge and provide power to a test controller. Functional testing revealed that the batteries were unable to properly communicate with the test equipment, indicating a fault with the main integrated circuit (ic). The batteries were unsealed by using a software command and were able to reestablish communication with test equipment. An internal inspection of the devices did not reveal any abnormalities. Analysis of the log files revealed unknown batteries with a serial ID of ¿0¿ indicating that the batteries are in a sealed state. The sealed state does not impact normal operation. As a result, the reported batteries not being recognized was confirmed. Communication errors likely unintentionally sealed the associated batteries. Therefore, the controller was unable to obtain serial numbers when communicating to the batteries, causing the serial ID to be logged as ¿0¿. The batteries had been lubricated prior to release. Based on the available information, the most likely root cause of the reported event can be attributed to communication errors between the controller and batteries, causing the batteries to unintentionally enter a sealed state that prevents the controller from obtaining the batteries' serial numbers. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries, which can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors, potentially due to an inability of the battery to properly communicate with equipment. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed inability of the battery to properly communicate with the equipment event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the four batteries subsequently tested out of specification during manufacturer¿s analysis. The four batteries and the battery charger remains in use.

Manufacturer narrative:
A supplemental report is being submitted for corrections and additional event details. The prior regulatory report b5.desc evt problem was missing specific information that the four batteries test out of specification and that the battery charger also remained in use. The b5. Desc evt problem has been updated accordingly. Also the h10 of the prior regulatory report was missing the product event summary, that has also been updated. Product event summary: the four (4) batteries (B)(6) and one (1) battery charger (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the log files revealed unknown batteries with a serial ID of ¿0¿ indicating that the batteries are in a sealed state. The sealed state does not impact normal operation. As a result, the reported batteries not being recognized was confirmed. The reported event involving the battery charger could not be confirmed. Communication errors likely unintentionally sealed the associated batteries. Therefore, the controller was unable to obtain serial numbers when communicating to the batteries, causing the serial ID to be logged as ¿0¿. Based on the available information, the most likely root cause of the reported event can be attributed to commun ication errors between the controller and batteries, causing the batteries to unintentionally enter a sealed state that prevents the controller from obtaining the batteries' serial numbers. Possible root causes of communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the batteries and battery charger were removed from service.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to the four batteries and battery charger having an issue. The batteries ID's were not recorded and that the battery charger could be the contributor. The battery subsequently tested out of specification during manufacturer¿s analysis. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ batter, model #: 1650de, catalog #: 1650de, expiration date: 31-mar-2023, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: yes, mfg date: 04-mar-2022, labeled for single use: no. Patient ime code(s): e2403. Imf code(s): f26. Img code(s): g02002. FDA device code(s): a0705. Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-mar-2023, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: yes, mfg date: 09-mar-2022, labeled for single use: no. Patient ime code(s): e2403. Imf code(s): f26. Img code(s): g02002. FDA device code(s): a0705. Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-mar-2023, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: yes, mfg date: 10-mar-2022, labeled for single use: no. Patient ime code(s): e2403. Imf code(s): f26. Img code(s): g02002. FDA device code(s): a0705. Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-nov-2018, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: yes, mfg date: 27-nov-2017, labeled for single use: no. Patient ime code(s): e2403. Imf code(s): f26. Img code(s): g02003. FDA device code(s): a26. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.